Event description:
It was reported that intra-operatively, the implanted lead dislodged from the septum. The lead was repositioned to the apex and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.